Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. The customer attempted multiple usb cables and wall adapters. The customer¿s blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.